Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7075558.

Event description:
It was reported that the patients lead was having high impedances and was fractured. Malfunction was not confirmed by imaging.

Event description:
It was reported that the patients lead was having high impedances and was fractured. Malfunction was not confirmed by imaging. Additional information was received that the patient underwent lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned.